Event description:
Device 2 of 2. Reference report number: 1627487-2013-12015. It was reported the pt was not receiving effective stimulation therapy on the left side. On (B)(6) 2013, the physician disconnected the left lead but the lead was left in place. The physician implanted a new lead. The pt reported effective stimulation coverage in the established pain pattern post-operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.